Event description:
Technical services received a call on (B)(6) 2011. Caller stated they were looking at a print out and only lvp 19%. Technical services stated that they are inhibiting. Impedance stable, however rather than "paced" you have an lv intrinsic amplitude. Technical services said thay they may want to bring patient in and see if they have farfield sensing or loss of capture. Threshold is high. No additional information is available at this time. Lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).